Event description:
Reporter stated the infusion device display went blank, and after the battery was changed, an e8 power interrupt error occurred and the buttons would not function. No adverse event was reported. The alleged product was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).